Manufacturer narrative:
The handle cev669b was returned for evaluation: device history record (DHR) - the DHR was reviewed and no anomalies related to the reported failure was observed. Failure analysis - the investigation of the returned device showed that the reported complaint was confirmed from the evaluation. The device did not pass the electrical test. The black plastic part was burnt, and the material of this part is peek. The connectors were slightly bent, and it was difficult to connect with a cable. Root cause - the difficulty to assemble the devices is not related to the handle. The assembly with the bipolar cable was difficult because the connectors are bent which is probably due to bad handling of the device. The smoke and the burning smell are due to the burn of the black plastic part. This issue is the consequence of the formation of an electric arc, probably due to the presence of humidity in the connection zone (cable not dried / blood / tissues). This comes from a defect of cleaning or of drying of the instrument. The intermittent working could not be confirmed as the device is not working any more.

Event description:
This is 1 of 3 reports linked to mfg report numbers 2523190-2021-00123 and 2523190-2021-00124. A facility reported that during procedures, the handle cev669b had difficulty assembling, was working intermittently, emitted smoke between the cable and handle and had a burning smell. Additional information received indicates that from the first use the device was difficult to assemble, and it seemed that the handle would not open. Also the assembly with the bipolar cable was difficult and energy was not always transmitted, it did not work, they tried to change the cable, to disassemble and reassemble it, but it did not seem to work. The last time they tried before sending in for repair, smoke came out between the handle connector and the cable and there was a burning smell. Another microfrance forceps of the same model was used to complete the procedure. There was minor delay in surgery of a few minutes and no adverse patient impact.